Event description:
It was reported that the sagittal saw attachment device would not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays to a planned surgical procedure or if a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: it was reported that during pre-surgery the sagittal saw attachment device was ¿stuck¿ and would not work with the motor device. There were no delays to the planned surgical procedure. A spare device was not available for use. There were no injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings and shafts were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.